Manufacturer narrative:
(B)(4). As no further information is expected, our investigation is complete. This report will be updated should further information become available.

Event description:
It was reported that this lead was surgically abandoned due to an unknown product performance issue. No additional adverse patient effects were reported. (B)(4).